Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on an unknown date. During the procedure, the clip was noted to be deployed within the channel of the scope. An endoscopic brush was used to remove the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 31, 2024: it was confirmed that the same scope was used to complete the procedure.

Manufacturer narrative:
Block b3: approximated date is on december 1, 2023 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on january 31, 2024. Block h6: imdrf device code a150208 captures the reportable event of entrapment of the device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polyps performed on an unknown date. During the procedure, the clip was noted to be deployed within the channel of the scope. An endoscopic brush was used to remove the clip. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: approximated date is on (B)(6), 2023 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Block h6: imdrf device code (B)(6) captures the reportable event of entrapment of the device.